Event description:
It was reported that the right ventricular (rv) lead dislodged and had moved into the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. C4tr01, implantable pulse generator (ipg), (B)(6) 2013. A 4195-88, implantable pacing lead, (B)(6) 2013. A 4076-45, implantable pacing lead, (B)(6) 2013. (B)(4).